Event description:
During implant, blood was observed within the insulation of the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.